Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that while flushing the PICC the normal saline solution shot out. A few weeks later a similar scenario occurred. Both breaks were external to the patient. Patient harm was minimal and both patients required new PICC line insertion. No other information provided, at this time. It was reported this occurred with 2 devices. This report addresses both devices.